Event description:
The field service engineer reported an infusion pump with a depleted battery. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary: evaluation was completed and the reported condition of depleted main batteries was confirmed. Inspection of the device revealed potentially damaged batteries. The main batteries were replaced and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Service on-site